Manufacturer narrative:
The AED was returned to cardiac science along with a set of unopened pads from the same lot as those used during the reported event. The actual pads used in the rescue were not returned with the AED. The returned pads were tested and no problems were found. Examination of complaint records found no other complaints associated with the pads lot and the lot had not exceeded its expiration date. Review of the event log downloaded from the AED shows two sets of pads from the same lot had been used during the rescue; however, the AED never detected human impedance which indicates the AED never recognized placement of the pads on the patient. As part of the investigation, the AED was functionally evaluated and successfully passed testing to factory specifications. The AED is being serviced and will be returned to the customer. The root cause of the reported problem was not identified. The pads used in the rescue attempt were not returned and could not be evaluated. Multiple prompts to attach pads after they were already placed on the patient indicates there was poor electrical contact between the pads and the patient. Possible causes of the reported event may have been damaged pads, use error, or the condition of the patient's skin.

Event description:
The AED did not detect pads placement on the patient during a rescue. A second set of pads was used and the AED also did not register that they had been connected to the patient. Both sets of pads were new and unopened. The users did not know if the outcome of the patient or if the sudden cardiac arrest event had been witnessed.